Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "...femoral head disassociated from accolade trunnion. Components removed. Restoration ha 205 stem, 36h 10° liner and 36 mm biolox head inserted. Patient stable."